Event description:
It was reported that during an unknown procedure, the device could not be fired as normal. The staples were malformed.. Changed another one to complete the procedure. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4).